Event description:
Med record reviewed 2-19-98. Anesthesia ventilator began beeping power failure during operative procedure. Biomedical engineering inspected equipment; said problem dealt with computer chip. Ohmeda rep, in to check machine. Defective control board and software replaced along with a watchdoor board. No injury to pt occurred.